Event description:
A core pedicle bolt was reported to have fractured and broke less than one year post-op.

Manufacturer narrative:
No other information has been provided or is available at this time. Attempts to obtain details are currently underway. Upon receipt of additional information and/or the device in question a follow-up submission will be provided. The core lumbar fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade (B)(4). Implant rods are also available in commercially (B)(4). It is intended that the implants be removed after successful fusion. All implants are intended for single use only and should not be reused under any circumstances.